Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached middle of life (mol) 2 after being implanted for 5.1 months. There were no reported adverse patient effects. A boston scientific technical services (ts) consultant recommended performing a 'save to disk' and 'memory dump'. Disk analysis indicated that the longevity of this device was not meeting specifications. No exact cause of this early depletion can be conclusively made with the data provided. The device was explanted, successfully replaced and returned to boston scientific for analysis.